Event description:
Epidural catheter placed difficult insertion. Physician removed catheter. Removal of catheter was very difficult. Catheter once removed, was coiled and blue tip was missing from the end of the catheter. Diagnosis: pain medication for obstetric delivery.